Manufacturer narrative:
The awareness date of this event was (B)(4) 2019.

Event description:
It was reported to nalu medical that the patient experienced a migration of the implantable pulse generator (ipg) after the device was implanted in the patient. The scs system was implanted in the patient on (B)(6) 2019. On (B)(6) 2019 the patient reported to the doctor that he had connectivity issues. The therapy disc was re-centered 1-2 centimeters below the implant site, which resolved the connectivity issues. The patient had a scheduled follow up appointment on (B)(6) 2019 and had no issues. On (B)(6) 2019 the patient called the doctor and reported that the ideal placement for his therapy disc had moved 1-2 inches. He reported that even in this new location, he had connectivity issues and a lack of therapy. On (B)(6) 2019 the patient was brought in for an x-ray to confirm the ipg migration and rotation. At this time, an attempt to made to resolve the connectivity issues and reprogram the device, but this was unsuccessful. On (B)(6) 2019 the patient was brought in for an x-ray to confirm the ipg migration and rotation. At this time an attempt was made to resolve the connectivity issues and reprogram the device, but this was unsuccessful. On (B)(4) 2019 the doctor informed nalu that revision surgery was needed to move the ipg to a position where the patient could get consistent pain therapy. Successful surgery was performed on (B)(6) 2019 to reposition the ipg. An x-ray taken immediately after the surgery confirmed that the ipg was oriented properly and securely sutured to the underside of the skin. An x-ray taken on (B)(6) 2019 confirmed that the ipg remained in an ideal location, and that the patient is doing well and is receiving spinal cord stimulation therapy.